Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were disposed of by the facility.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. D6b: explant date: two years ago. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-50. Serial number: (B)(6). Batch/lot number: 7019848. Model/catalog description: artisan lead 50 cm. Unique identifier (UDI)#: (B)(4).